Manufacturer narrative:
Testing and investigation analysis completed by abbott canada affiliate service center could not duplicate the reported event. The frequency for complaint code 104 (freeflow) for omniflow products is<1.52/million sets.

Event description:
Report rec'd from abbott int'l affiliate (abbott canada) that states, "out of box failure, free flow (slowly)." This was noted before the pump was placed in pt use. No further info was available.